Event description:
It was reported that the left ventricular (lv) lead alert triggered and was reported to exhibit chronic low impedance. The right ventricular (rv) lead was observed as exhibiting high thresholds. As a result the implantable pulse generator (ipg) triggered an early elective replacement indicator (eri) and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694758, lead, implanted: (B)(6) 2008; 5076-45, lead, implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the left ventricular (lv) pacing lead was beyond the expected lower range. Analyst commented, maximum left ventricular (lv) lead pace impedance ranges between 190 and 228 ohm between 05 december 2012 and 14 may 2014. Analysis of the device memory indicated a lead impedance out of range alert. Analyst commented, an out of tolerance subthreshold lead impedance alert occurred on (B)(4) 2012.